Event description:
It was reported that the liner could not lock into the shell in the surgical field. The surgeon commented that the procedure was done correctly. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID: g7 osseoti 3 hole shell 52mm e, cat#: 110010244, lot#: 7236119. Report source: foreign country: japan. Visual examination of the provided pictures identified minimal wear on the liner from attempts to insert it. No further evaluation can be made from the provided pictures. Device was not returned. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.